Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate the customer reported e-100 incompatible error messages. As a proactive approach, fse removed and replaced the e-100 for customer satisfaction. After replacement, the system was tested, operated without error and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation failure analysis (fa) could not replicate the reported failure of e-100 incompatible message. The e-100 was installed into the test system and worked normally with the synchroseal instrument installed. Fa used the instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activation cut/seal about 100 times successfully. The e-100 worked without any issue. Upon visual inspection, the e-100 appeared to be in good condition. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: the e-100 electrosurgical unit (esu) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using an erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed an e-100 incompatible message. The customer stated they have used this e-100 before. The technical service engineer (tse) recommended the customer reboot the e-100, verify the vessel sealer cable was fully seated properly and to try another vessel sealer. The customer stated they would try this when they are able to. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the issue was identified during the procedure while surgical ports were already placed. The customer stated the e-100 had powered on without errors, but never worked during the procedure. The customer resolved the issue by swapping to the erbe bipolar port to complete the procedure. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. The procedure was completing as planned with no reported injury.